Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket erosion and presented in the emergency room. Upon review, the end of the implantable cardiac monitor was exposed through the skin. The device was explanted on (B)(6) 2019. The patient was stable throughout the procedure without complications and was discharged.